Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received 10 motor error alarms since they got the insulin pump. Troubleshooting was performed. The alarm occurred during the basal. The insulin pump passed the displacement test and manual prime. The motor error alarm did not recur. The insulin pump alarm history did not contain a motor position encoder error nor did it have more than motor error alarm within the last 30 days. The customer¿s current blood glucose level was 45 mg/dl. The customer also reported of a past event where they had a prime anomaly. The customer stated that insulin was squirting out and continue to drip after the motor stopped. The device will not be returned for analysis.